Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer¿s blood glucose level was 325 mg/dl at the time of incident and current blood glucose level was 145 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pump and manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer was not calling back to performed high pressure test. Customer troubleshoot was performed. Customer states the drive support cap was sticking out. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.